Event description:
Surgical technologist stated to surgeon that she was hearing a loud screeching noise. She asked them to examine the instrument and discovered it was missing the tissue pad. The surgeon stated that the instrument was ok to use and they continued on with the procedure. The surgical technologist was uncomfortable with this determination and filed out an iris event report. Risk management was notified and the device has been secured.